Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for hdlc3 hdl-cholesterol plus 3rd generation (hdl) on a cobas 4000 c (311) stand alone system - c311. The sample initially resulted as 11 mg/dl and this value was reported outside of the laboratory to the patient. The patient went to another laboratory on (B)(6) 2018 and was tested for hdl on an unknown analyzer and the result was 43 mg/dl. It was asked, but it is not known if both results were measured from the same sample or from different samples collected from the patient at different times. No adverse events were alleged to have occurred with the patient. The hdl reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
The customer has confirmed that each sample measurement was performed on a different sample collected from the patient at a different time. The investigation was unable to find a definitive root cause.